Event description:
Account alleged that when operating the trendelenburg and reverse trendelenburg functions, the bed will run to the high and low positions and will stop.

Manufacturer narrative:
Account replaced the trendelenburg head limit switch package to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.